Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an arteriovenous fistulogram of a patient's arm, a portion of the desilets-hoffman sheath introducer separated. According to the initial reporter, resistance was not felt during insertion or removal of the device. Although asked, it has not been provided whether the patient's anatomy was calcified or tortuous. While aspirating, or flushing, the black tip of the desilets-hoffman sheath introducer separated from the body of the sheath. The separation black tip was removed from the patient's anatomy using an unspecified snare, and hoffman sheath was replaced with a new product to successfully complete the procedure. Imaging was requested for review; however, the customer stated they can't provide the information because of hospital internal regulations. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: additional information was provided on 19feb2019. It was clarified the tip separated while aspirating for thrombectomy. A general syringe was used to flush the complaint device. It was flushed prior to placing in the patient. Information regarding the patient's anatomy was not originally provided because of the facility's internal regulations. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one rssw-7.0-38-rb-c was returned for investigation. The dilator was not included in the return. The tip was separated from the sheath tubing and was slightly out of round, but otherwise appeared to be intact. The distal tip of the sheath also appeared to be intact. However, two kinks were noted on the sheath tubing at 1.0cm and 6.1cm from the distal end hub of the sheath. The separated sheath tip measured approximately 5mm in length. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the manufactures instructions, labeling, quality control procedures was conducted, and no gaps were discovered. Through this measure, cook has concluded that there are sufficient controls in place to address this failure mode prior to shipping. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.